Event description:
Customer is reporting a blood leak from the treatment bag tubing. Name and function of complainant: same as reporter. Issue started on (B)(6) 2013. Customer reported that, during buffy coat collection and prior to photoactivation, they noticed a small hole in treatment bag tubing and blood leaking from the hole. The blood prime treatment was aborted. Customer also reported receiving a red blood cell pump alarm during collect at approximately 240ml whole blood processed. Smart card only will be returned for an investigation.

Manufacturer narrative:
Review of the lot file b108 was conducted. Lot met all release requirements. There was no non conformance related to this event type. A review of complaints rec'd for lot b108 was performed. There were no other tubing leak complaints reported to date for this lot. No kit was returned for investigation. The smart card was rec'd for analysis on (B)(4) 2013. However, a tubing leak cannot be confirmed via smart card data. A root cause for this complaint cannot be determined by the info rec'd by the customer nor the data retrieved from the smart card analysis. (B)(4).